Event description:
It was reported by the sales rep in japan that during arthroscopic rotator cuff repair tear surgery on shoulder joint procedure on an unknown date, the arthro tisslib atraumatic dn device handle and the base of the shaft broke. Another like device was used to complete the procedure. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date is currently unavailable. The product has not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that arthro tisslib atraumatic dn *ea had the shaft broken near the handle. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the arthro tisslib atraumatic dn *ea would contribute to the complained device issue. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Based on the investigation findings, the potential cause can be traced to end of life. As per IFU end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.